Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion and opening striated in the anterior side. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, puncture opening on anterior side and opening striated, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on posterior due to surgical damage like. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A striated edge opening on posterior side due to surgical damage.

Event description:
Patient reported that a right side saline implant has "ruptured." Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25/apr/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that a right side saline implant has "ruptured." Healthcare professional reported a right side deflation. Device remains implanted.